Event description:
As reported from austria, during a tavr procedure resistance was experienced when advancing the sapien 3 ultra valve through the tip of the 14fr esheath+. The distal tip of the sheath was torn. The valve was deployed, and the devices were withdrawn without issues. The patient was stable post-procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the evaluation of the returned device. The following sections of this report have been updated: corrected d9, corrected h3, and corrected h6 type of investigation. Corrected details of the product evaluation below. The device was returned to edwards lifesciences for evaluation. The esheath+ was visually examined, and the following was observed: esheath+ liner expanded as designed. Distal tip opened but torn along the radial score line. Sheath material stretched at distal tip along the horizontal score line. Due to the nature of the event and condition of the returned device, no applicable functional or dimensional testing could be performed. The reported torn distal tip of the 14fr esheath+ was confirmed per evaluation of returned device. Available information suggests that procedural factors (improper tip expansion) likely contributed to the event. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation was previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected d9, additional code added to h6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The reported torn distal tip of the 14fr esheath+ was unable to be confirmed as no device or applicable imagery was provided for evaluation. Available information suggests that procedural factors (improper tip expansion) likely contributed to the event. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation was previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: h6 type of investigation.